Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on an 840 ventilator the top screen could not be read. The patient was transferred to another ventilator with no harm. It was reported that the graphical user interface (gui) printed circuit board (pcb) was replaced. Covidien service engineer (se) only flashed the software on the 840 ventilator. The ventilator passed all test.